Manufacturer narrative:
Analysis of the reprogrammer found no anomalies. Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v266137, product type: lead. (B)(4).

Event description:
The consumer reported a sudden change in therapy or symptoms including frequency and leakage symptoms in (B)(6) 2015. The device "won't do telemetry" with or without the antenna. A poor communication screen was seen on the patient programmer. A new programmer was used which also had poor communication with or without the antenna. The replacement programmer was sent back for analysis. No patient harm was reported. The device was originally implanted for urinary dysfunction/sacral nerve stimulation. Troubleshooting, cause, actions, and patient outcome remained unknown.